Manufacturer narrative:
(B)(4). It was reported that this valve was replaced due to aortic stenosis. Many factors can contribute to the onset of bioprosthetic valve stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The device is not available for evaluation as it was not explanted from the patient. In this case, there is insufficient information to conclusively determine the root cause of this event. Follow up for additional information is currently in progress. A supplemental report will be submitted for any new information received. No further actions are possible with the available information.

Event description:
An edwards aortic bioprosthetic valve was diagnosed as stenotic 14 years after implant. Patient received edwards transcatheter aortic bioprosthetic valve replacement within the existing valve.